Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level was not impacted. The customer kept the pump connected to a power source and the pump began charging. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified.